Event description:
It was reported that the battery oscillator is frozen and not functioning. This is complaint 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.